Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting services including restoring the software configuration, cleaning the sample barcode reader and barcode window, and testing all carousel positions. There have been no additional software complaints related to the issue described in the ticket. A review of tracking and trending did not reveal any trends for the issue for the product. Extract from the logs obtained: an error string was found for this sample sid 4804413, which confirmed the position was number 5. "3001 unable to process test, liquid not found for sample pipettor at sample carousel or sample wash solution position (5)." Based on the log review performed it was observed that the sid(B)(6)was in position 5, however there was no information related to the position of sid (B)(6). No further information was obtained from the result log. Review of architect system operations manual (201837-115) provides adequate labelling and instructions to customers on loading patient samples, controls, and calibrators in the sample carousel into the instrument. Based on the investigation no systemic issue or deficiency of the architect system software v9.40 was identified.

Manufacturer narrative:
Additional information found in section b5.

Event description:
Additional information was received indicating that the customer uses barcoded tubes and the carousel scanned the tube.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that on (B)(6) 2020, sid (B)(6), was loaded into carousel position 6, however, the instrument screen showed sample in position 5. The correct sample in position 5 was sid (B)(6). The customer observed position mismatch prior to generating results. No impact to patient management was reported.